Event description:
It was reported that 4 of the bd plastipak ¿ syringes experienced detachment of the syringe plunger. The following information was provided by the initial reporter, translated from spanish to english: finding presented in material 1000000551 tuberculine syringe 1cc bd 302579 27g in which there is evidence of detachment of the syringe plunger.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd plastipak ¿ syringes experienced detachment of the syringe plunger. The following information was provided by the initial reporter, translated from spanish to english: finding presented in material 1000000551 tuberculine syringe 1cc bd 302579 27g in which there is evidence of detachment of the syringe plunger.

Manufacturer narrative:
H6: investigation summary one photo received by our quality team for investigation. Upon visual evaluation, stopper separation from plunger is observed, additionally the plunger appears to have a missing tip. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is essential to have a physical sample, to validate if the missing plunger tip is inside the cap due to a breakage problem in some part of the assembly process or if the defect could have been generated during the molding process. Therefore, it is not possible to generate failure modes and/or action plans, since the defect cannot be reproduced in the production line.